Manufacturer narrative:
There were no parts replaced by the service technician.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that while transporting the patient, the device alarmed and went vent inop: da pcba adc reference failure appeared on the display. There wasno patient harm reported. Patient information has been requested.